Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported going to the hospital twice in one day for high blood glucose levels. The first visit was for a blood glucose reading of 136 mg/dl. No treatment was given. The second visit was for blood glucose levels over 450 mg/dl. The customer had been experiencing high blood glucose levels since (B)(6) 2011. Troubleshooting was declined, and the customer requested a replacement insulin pump. Nothing further was reported.